Event description:
Journal reference: patel et al. "Magnetic resonance imaging-directed method for functional neurosurgery using implantable guide tubes." Neurosurgery 2007; 61 (5, suppl.2) :358-366. The article discusses an MRI-based stereotactic technique that is carried out under general anesthesia. A direct targeting method using high resolution MRI with an implantable guide tube that facilitates perioperative verification of target localization and then acts as a conduit to deliver the dbs lead. The technique with the guide tube is described along with an evaluation of its use on 101 pts. A number of complications were included in the article. The guide tube and frame were not manufactured by medtronic. One device related infection was reported. The location and device(s) were not specified. Treatment and outcome info was not provided.